Event description:
A patient reported experiencing inaccurate high results with an one touch meter. The patient's blood glucose was 4.2 mmol, 10.6 mmol within 10 minutes, with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.